Event description:
My wife has had two different gogo scooters. The first, an elite traveler plus, vin #(B)(4). The second, an elite traveler, vin #(B)(4). Both scooters can and will turn over when backing and turning at the same time. If you hit an object at the correct angle, it can climb a wall or furniture and turn over. After numerous complaints to pride, they sent the second scooter that is less powerful. Unfortunately, for my wife the less powerful one does the same thing resulting in 5 broken ribs, and a 7 day hospital stay. These scooters need protection on the rear wheels to prevent this from happening. Currently, there is no bumper or protection behind the rear wheels.